Event description:
A user facility reported that the intraocular lens (iol) was stuck in the cartridge of the iol delivery system. It was reported that there was no pt impact associated with this event.